Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 9611343-2011-00001. This report for device serial number (B)(4) was submitted in error under duplicate MDR 9611343-2011-00078 on (B)(4) 2011. MDR 9611343-2011-00078 was already submitted for device serial number (B)(4); event date (B)(4) 2011.

Event description:
It was reported that images on the exam room live monitor were flickering during fluoroscopy exposures. This issue may result in a degraded image quality that can prevent completion of an exam. No pt injury or death was reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.